Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm. Approximately 11 months post procedure patient suffered stenosis of the outflow tract. Stenosis of the outflow tract improved after angioplasty. Central stenosis improved with angioplasty ultrasound guided antegrade access of the brachiobasilic fistula. Venography under radiographic venoplasty of the proximal-mid outflow tract with 7x80 mm armada balloon followed by 7x80 mm in.pact drug coated balloon. Venoplasty of subclavian/ braciocephalic veins with 10x80 mm armada balloon, 10x20 mm conquest balloon, 10x40 mm drug coated balloon. Patient recovered.

Manufacturer narrative:
Update received 17 jul 2025: patient suffered stenosis of the venous outflow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.